Event description:
Additional information indicated that the patient's catheter revision was successfully performed on (B)(6) 2012. No additional information was available at the time of this submission.

Event description:
It was reported that a dye study and refill was done as of the date of this report. During the study, the catheter was noted to be out of the spinal canal and in the subcutaneous tissue. The reservoir volume aspirated matched the programmer value. Patient symptoms included pain, less than 50% therapy relief and underdose symptoms such as feeling tired, increased pain and shaking. It was stated that a revision was being scheduled. Drugs delivered via the device were dilaudid and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. Programmer: model 8835, serial# (B)(4). (B)(4).